Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure sometime during the week of (B)(6) 2011 (exact date unknown). Access was obtained at the common femoral artery via a 6f procedural sheath. It is unknown whether a femoral angiogram was taken to assess suitability of closure. Following the procedure, the physician chose to use the mynx device for femoral artery closure. It was reported that a radiology technologist (rt) trained to the use of the device, prepped the device per the instruction for use (IFU). There was no information provided regarding the steps taken to deploy the device. It was reported that a balloon rupture occurred. Access was maintained therefore, a second mynx was used to successfully close the femoral artery. No further information was provided.

Manufacturer narrative:
Based on the information provided and the investigation performed, the reported balloon loss of pressure was not confirmed and the root cause could not be determined. The review of the lhr (lot f1102004) indicated that the mynx device met all established performance criteria prior to shipment.